Manufacturer narrative:
The field service engineer (fse) discovered a loose sweepflow tubing at the fitting to the red blood cell (rbc) aperture. The fse replaced the sweepflow tubing and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose sweepflow tubing. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of clear fluid leaked during the purge cycle involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.